Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. The customer stated that alarm was recurred. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged pump error alarm found on (B)(6) 2021. Insulin pump received with a blank display. Unable to download to thump software due to blank display. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Insulin pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb 1 and no moisture damage on the electronics, 40 pin flexible printed circuit/lcd. The original pcba 1 was installed in a test pcba 2, case, internal battery, and motor. Powered the pump on using the battery simulator and no blank display noted. ¿the original pcba 2 was installed in a test pcb 1, case, internal battery, and motor. Powered the pump on using the battery simulator and blank display noted. Unit received with corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection fading serial number label. In summary, insulin pump receive with a blank display suspected to be on the pcba 2 moisture damage. Unable to verify occlusion alarms or no delivery alerts due to blank display.